Event description:
Litigation alleges that the patient suffers from pain, psuedotumors, and destruction of muscle and ligament tissue.

Manufacturer narrative:
Update rec¿d 04/15/2014 - report from sales rep, the patient was revised because of pain. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New (B)(6) record created in order to update (B)(6) (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges that the patient suffers from pain, pseudotumors, and destruction of muscle and ligament tissue. Update rec¿d 04/15/2014 - report from sales rep, the patient was revised because of pain. Doi: (B)(6) 2010 (head, liner, hole eliminator) dor: (B)(6) 2014 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.